Event description:
Reporter alleged the customer obtained the results of 421 mg/dl and 156 mg/dl on aviva system 1 compared back to back with a result of 149 on aviva system 2 when testing was performed within 10 minutes. Reporter stated that she gave the customer a banana after the tests. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report (B)(6) for the suspect device used in system 2.